Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Access was obtained via the femoral artery. The chronic totally occluded (cto), concentric and de novo target lesion was located in the mildly tortuous and mildly calcified left iliac artery with a bend greater than 45 degrees. The lesion was predilated with a sterling balloon with 30% residual stenosis. A 200cm, 8cm v-18¿ control wire¿ and a support catheter were advanced to the lesion. However, the tip of the v-18¿ control wire¿ was unable to advance. After multiple attempts, the v-18¿ control wire¿ kinked and fractured; however, the coating did not break and the physician was able to remove it in one piece along with the support catheter. The procedure was completed with a choice extra support guide wire. No patient complications were reported and the patient's status was stable.